Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a remote interrogation, there was no atrial sensing noted on the presenting electrogram (egm). In a review of the intrinsic amplitude measurements it was suspected that the right atrial (ra) lead dislodged. Approximately 10 days later, it was suspected this right ventricular (rv) lead dislodged due to a decrease in pacing impedance and intrinsic amplitude measurements. A revision procedure was performed and the rv lead was repositioned to the right side because the patient was occluded on the left. It was reported that there were kinks in the insulation of the ra lead, so the physician elected to implant a new ra lead. No additional adverse patient effects were reported.